Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The podj had multiple bends along the pusher assembly. The embolization coil was intact with the pusher assembly. The pet bump was distal to the ddt. The distal pet bump was damaged. The embolization coil was stretched on its proximal end. During functional testing, the podj was able to advance through the introducer sheath with minor resistance. The podj was also able to advance through a demonstration microcatheter with minor resistance. Conclusions: evaluation of the returned podj revealed a device with a stretched embolization coil and the pet bump distal to the distal detachment tip (ddt). The complaint reported that resistance was experienced. If the podj was forcefully advanced against resistance, the pull wire pet bump may shear through the alignment feature and protrude distally. If the device is forcefully retracted against resistance, damage such as a stretched embolization coil may occur. If the rhv was overtightened, it may have contributed to the resistance experienced during the procedure. The non-penumbra microcatheter was not returned for evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using pod packing coils (podj). During the procedure, the physician experienced resistance and was unable to advance the podj within its introducer sheath and, therefore, the podj was removed. The procedure was completed using a new podj. There was no report of an adverse effect to the patient.